Event description:
The customer reported that the system displayed low ma and low kv error messages and would not perform fluoroscopy x-ray. There is no report of pt injury or death.

Manufacturer narrative:
The customer found and replaced a blown fuse. The system operates as intended. The service call was cancelled. No ge service was performed.